Event description:
The patient experienced recharging problems and coupling or communication issues. The implantable neurostimulator (ins) was located next to another implantable device system. The health care professional was planning on moving the ins due to possible interference with the second system. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).